Manufacturer narrative:
(B)(4). This is a report of a leak caused by a use error, where the patient did not close the clamps prior to disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak out of the patient line of a homechoice cassette. This occurred at the end of peritoneal dialysis therapy. The patient stated they forgot to close the clamps before disconnecting, so fluid started leaking out of the patient line. The technical service representative reviewed proper end of therapy procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.